Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the atrial rhythm resulting in an inappropriate shock. This shock was then noted to have accelerated the ventricular rhythm to a ventricular tachycardia (vt) with potential dual arrhythmia. This device subsequently delivered five additional shocks due to the suspected dual arrhythmia. Device data review also determined that this device delivered anti-tachycardia pacing (atp) due to oversensing of the atrial arrhythmia. This device remains in service. No additional adverse patient effects were reported.